Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick 2.5x12mm balloon. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 95% stenosed lesion located in the severely calcified, nontortuous saphenous vein graft to the left anterior descending (lad) artery. They had the stent positioned past the lesion and as they were pulling it back to position, it got caught up on the lesion and the stent came off of the balloon just distal to the lesion. The physician was unable to retrieve the stent so he pinned it against the vessel wall. No patient complications occurred. Patient condition post procedure is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.